Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 08/13/2025 and 08/14/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported issue of bubbles in the line are not associated with contamination or accuracy issues and are not likely to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubbles in port 5. This was observed during delivery of sodium phosphate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.